Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's hemoglobin level continued to trend downwards and the patient was transfused an additional one unit of packed red blood cells on (B)(6) 2015. The patient began having dark tarry stools around (B)(6) 2015 and was transfused two additional units of packed red blood cells on (B)(6) 2015. It was reported that aspirin was stopped due to the patient having dark tarry stools. The patient had been on aspirin, warfarin and heparin at the time.

Manufacturer narrative:
(B)(4). Approximate age of device - 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a positive guaiac test result on (B)(6) 2015 and decreased hemoglobin and hematocrit were noted. The patient was transfused 1 unit of packed red blood cells and remained on aspirin at the time of the event. The patient was scheduled for an endoscopy on (B)(6) 2015. The site of bleeding was not provided. It was reported that the patient had dark tarry stools on (B)(6) 2015 and was transfused an additional unit of blood. The patient was on aspirin and heparin at the time of the event. No further instances of bleeding were reported.